Event description:
A facility reported that there was excessive fluid removed from a pt during a hemodialysis treatment. The pt started cramping after two hrs and was relieved by hypertonic saline. Cramping began again after half an hour. Uf was turned off and treatment was terminated 15 mins early. The pt received a total of 750 ml. Of saline and was discharged in stable condition. Based on the goal set, weights reported and saline given, there was a weight loss variance of about 5kg. There was no serious injury or illness.